Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently stored a non-sustained episode that resulted in the device charging, but ultimately not delivering shock therapy. Upon review, it was suspected that this episode was the result of over-sensed artifacts from a potential electrode fracture. Boston scientific technical services (ts) was contacted for review, and it was confirmed that the recent untreated episode was the result of over-sensed non-physiological artifacts that could be consistent with electrode impairment. Additionally, there were inappropriately stored atrial fibrillation episodes due to low amplitude measurements and subsequent t-wave over-sensing. The smartpass feature had also automatically disabled due to the sustained, decreased amplitude measurements. Ts provided thorough recommendations for assessing the system connection and integrity, such as provocative maneuvers, isometrics, and postural testing. X-ray imaging was also strongly recommended. The patient was evaluated in-clinic, where the non-physiological artifacts were reproducible in the alternate sensing vector. As these artifacts were not found in the secondary sensing vector, and the r-wave amplitude measurements were acceptable, the physician elected to program the device to this vector. The testing results and updated x-ray images were also provided to ts for further review, and it was confirmed that the reproducibility of the artifacts in the alternate vector point towards an electrode impairment that may impact the secondary sensing vector in the future. The x-ray images showed an appropriate device-to-electrode connection; however, two abrupt changes in the electrode's direction were observed near the device header, which ts hypothesized could be the location of the impairment. Close remote monitoring was recommended, should the physician elect against surgical intervention. At this time, the s-ICD electrode remains implanted and in-service. No adverse patient effects were reported.